Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench handling and defib cycling without duplicating the report. Review of the device log found no evidence of the report. It is important to note that if the device is powered on with no leads or pads connected the device is designed to prompt a lead fault of pads fault depending on which view mode the device is in. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.